Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturers field service engineer was able to duplicate the reported problem. Review of the device diagnostic history noted ventilator restart occurrences. The service engineer replaced the power supply and vga pcb board to address the finding. Applicable final testing was completed and tests passed to operating specifications.